Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). In response to the inquiry for if it had been determined how the falls affected the device, the rep replied ¿assuming the fall caused the high impedances.¿. In response to the inquiry for if the reprogramming resolved the occasional shocking, the rep replied ¿yes, at this time.¿ in response to the inquiry for what steps had been or would be taken to resolve the impedance issue, the rep replied ¿reprogramming.¿ in response to the inquiry for if this issue had been resolved, the rep replied ¿yes, as far as I know it still is.¿ the rep replied that no device removal or replacement was scheduled/planned and that the device was still implanted and in service.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative (rep). When asked what impact the two falls in recent months had on the device that contributed to the impedance on electrode three being >4000 ohms, they responded the patient fell onto their backside hard during a seizure. The assumption was that this caused the impedances, as they were having good improvement on that program, but not after the falls. It was unknown if the occasional shocking and >4000 ohm impedance had resolved since reprogramming the patient. The rep stated the patient planned to update their physician who was ill to let them know once they had lived with their new programming for a few weeks. Device removal or replacement was not planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. "Occasional shocking" from their implant was reported by the patient to the rep. The environmental/external/patient factors were noted to be that the patient has had 2 falls in recent months but the exact dates were unknown.  The rep reported that the diagnostics/troubleshooting performed were that impedance ran electrode 3 >4000 ohms and that the other electrode impedance check had been normal.  The rep reported that the interventions/actions that were taken to resolve the issue were changes from the current program, which had been c1, to -0-1+case/battery and the patient felt stimulation in the bicycle seat at 0.5 amps. The rep stated it was unknown if the issue had been resolved at the time of the report but noted that they would follow up for more information.  The device remained implanted and still in use and it was noted that no surgical intervention had occurred as a result of this issue and that no surgical intervention had been planned at the time of the report.